Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Mfg site eval. Eval is ongoing.

Event description:
Country of complaint: (B)(6). Complaint states: customer has advised the thread is breaking within the cassette.